Manufacturer narrative:
Follow-up #1: date of submission 05/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 4:47pm. There was no activity outside of normal use observed in the black box or in the alarm history. During testing, the ¿ez-prime¿ steps were performed correctly; the pump reflected 24 units after a 24 hour 1 unit/hour duration test. There were no errors, alarms or warnings that occurred during the investigation. The product performed within specification and the reported ¿malfunction¿ complaint was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, animas received notification, alleging a non-specific pump malfunction. This complaint is being reported due to a non-specific device malfunction that remained unresolved. There was no additional information received for this complaint. There was no indication that the product caused or contributed to an adverse event.